Event description:
On (B)(6) 2010, the customer called baxter (B)(4) technical services for a tina device having a wet venous transducer protector. Patient injury/medical intervention was not reported. The baxter technician advised the baxter field service technician to go onsite to repair the device. As such, the device will not be returned to (B)(4) technical services.

Manufacturer narrative:
(B)(4). This complaint was opened to address a patient reaction of peritonitis. Based on the information obtained during baxter's investigation, this incident was determined to be related to use error - poor aseptic technique. User failure in aseptic technique is a known cause for peritonitis and product labeling includes warnings and instructions regarding the proper use of aseptic technique to avoid peritonitis. The label review found the labeling adequate for the potential use error(s) in this complaint. No product defects were reported as potential causes for the peritonitis and no samples were available for evaluation. The lot number was unknown, so no batch review was performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a spontaneous report by a consumer from (B)(6) of break in aseptic technique and peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On an unknown date, a break in aseptic technique occurred, described as the "patient made a mistake and did not wear a mask." On (B)(6) 2010 the patient was diagnosed with peritonitis. The patient was hospitalized for the peritonitis on (B)(6) 2010. On (B)(6) 2010 the patient began remedial therapy with fortum (1 gm, daily, intraperitoneal (ip)) and reflin (1gm, daily, ip). Pd therapy was ongoing as well as remedial therapy with reflin and fortum. It was not reported whether the patient was retrained in aseptic technique; therefore, the outcome for the event was unknown. The peritonitis was resolving.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown.